Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm 2700tfx valve was explanted after an implant duration of 3 years, 2 months due to pvl. The patient underwent bentall procedure to treat aortic aneurysm. The explanted valve was replaced with a 21mm 11500a valve. The patient was discharged home on pod#9. The patient is a 57-years-old female with a history of hypertension, hyperlipidemia, asthma, diabetes mellitus, atrial fibrillation on anticoagulation, complete heart block s/p ppm, vocal cord dysfunction, hypothyroidism, endocarditis strep viridans s/p redo avr/debridement of aortic annulus drainage of abscess and placement of a #23 mm bovine pericardial patch (5/7/2019), ligation of celiac artery pseudoaneurysm (2019) and dilated ascending aorta found to have pseudoaneurysm of ascending aorta.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The most likely cause is patient factors, including the patient's aortic root pseudoaneurysm and ascending and proximal arch aneurysm.